Manufacturer narrative:
On august 2 2020 mentor became aware that on initial report mistakenly selected "no" for the h5. In this report correct selection "yes" selected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: asymmetry issue, off label use. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor memorygel,750cc silicone prosthesis on the left side, and unknown mentor silicone prosthesis on the right side experienced left gel breast implant rupture discovered during revision surgery of asymmetry correction. Implant was replaced with gel mentor prosthesis. On right side, a stress test was performed on the implant and no leaks or ruptures were found; the implant was reinserted, these procedures performed on (B)(6) 2019. This report relates to the right prosthesis.